Event description:
Initial surgery was performed (B)(6) 2014, during which a prosthetic device was implanted at the c4-5 disc space. Approximately 4 months following surgery, the patient reported neck pain and right sided arm pain. It was noted the prosthesis had migrated anteriorly. The affected level was revised on (B)(6) 2015.

Manufacturer narrative:
Nuvasive reference (B)(4). The explanted device was not returned to nuvasive. No further investigation of the device can be completed at this time. Radiographs have not been available to assess the reported event. Review of the device history records do not show any material non-conformances or manufacturing errors that may have caused or contributed to this mode of failure.